Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that during a recent office visit, two of the pt's lead contacts exhibited invalid impedance measurements. In an effort to resolve this matter, the pt was issued a new program setting which utilizing the functioning contacts and effective stimulation was captured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.